Event description:
Monarch bladder sling has caused pain in my pelvic are pain with sex. Urine has began to leak again. I have tingling in my legs and hands, upper back pain and major headaches. Dates of use: (B)(6) 2007. Diagnosis or reason for use: incontinence.